Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. This report is part of the service and repair documentation remediation. Devices that were received by service and repair have either been repaired and returned to the customer or discarded by synthes, making further product evaluation by manufacturing or engineering impossible. A review of synthes device history records for manufacturing revealed no complaint related issues.

Event description:
It was reported that on an unknown date, during an unknown procedure, a dial on a compression distraction instrument would only move six to eight clicks, and then would stick. There was no patient injury reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. A review of the device history records for this lot has been requested.

Manufacturer narrative:
Subject device was forwarded to service and repair, item was received sticking. Item was not repairable. The cause of the issue is unknown. There are no known ncrs associated with this part and lot number. This item was disposed on (B)(4) 2013. Placeholder.

Manufacturer narrative:
Additional narrative: device is an instrument and is not an implant/explant. The item was received with the dial only moving six to eight clicks then sticking. A service history of the past three years has been reviewed. No service history review can be performed as this is a lot controlled item.